Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code and 510k number for the covera vascular covered stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (03/2021).

Event description:
It was reported that during a stent placement procedure through cephalic arch in an anatomical model, the device allegedly failed to expand and difficult to remove. There was no patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code and 510k number for the covera vascular covered stent system products is identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system including the released covered stent were returned for evaluation. No defect or damage was identified on the delivery system. One image was provided demonstrating the covered stent after the event with deformed stent end which confirms strut deformation. Images demonstrating the release action were not provided so that the concluded folding of the covered stent including interaction with the tip cannot be confirmed. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'straight device configurations are intended for use in anatomies where the diameter of the outflow vessel is equal to or smaller than the diameter of the inflow vessel. Flared device configurations are intended for use in anatomies where the diameter of the outflow vessel segment is larger than the inflow segment.', 'do not place a flared covered stent with the flared end in a straight vessel segment (¿)'. The covered stent size selection table states a reference vessel diameter of 7-8mm for a 9mm covered stent. H10: d4 (expiry date: 03/2021), g2, g3, h6 (device). H11: e3, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure through cephalic arch in an anatomical model, the device allegedly failed to expand and difficult to remove. There was no patient injury.